Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012840706-074 was returned and analyzed. The catheter was visually inspected, and functionally tested. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, an inverted array was observed, and the spiral array pebax tube was observed to be kinked. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. Guidewire to catheter compatibility testing was performed. During device compatibility inspection, resistance was observed during insertion/retraction of the guidewire towards the spiral array. The guidewire was observed to be stuck due to a kink in the pebax tubing of the spiral array. Deflection testing (rotating steering knob clockwise and counterclockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counterclockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. Verification of sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. No anomalies were identified. In conclusion, the catheter failed the returned product inspection due to an inverted spiral array and a kinked spiral array pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the distal tip of the catheter was sealed after opening. The tip was cut off to remove the occlusion before the guidewire could pass through, and the issue was resolved. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.